Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to reproduce the reported failure. The fse stated that the biomed tech burned in unit overnight and did not observe dim display. The biomed did observed intermittently artifact on screen. The biomed took picture of failure. The fse observed the picture and replaced the video receiver cable, as precaution to address intermittent failure. The fse also replaced expired safety disk it was damaged and he use a new one. The unit passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) display is dark. This event occurred during a service/test performed by the customer. There was no patient involvement and no adverse event was reported.